Event description:
It was reported that the patient with this implantable pacemaker was experiencing pacemaker mediated tachycardia (pmt) and patient was very symptomatic. Additionally, the atrial lead showed signs of potential dislodgement causing the pmt. Furthermore, a boston scientific representative was paged for further testing and programming changes. This device remains in service. No adverse patient effects were reported.